Manufacturer narrative:
(B)(4). Batch # m92t7z. The analysis results found that the er320 instrument was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 5 scissored clips due to the misaligned condition of the jaws. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, scissoring occurred after several firings on the blood vessel. Then, the device was fired without clamping tissue out of the patient but scissoring occurred as well. Another device was used to complete the case. There were no adverse consequences to the patient.